Event description:
When delivering IV chemotherapy using a secondary infusion set on an IV pump, leaks have been occurring at the site of the connection between the secondary tubing and the primary tubing. This presents the potential for exposure of staff and others to chemotherapeutic agents as well as infection control concerns due to an incompletely closed system. There have been seven related events reported in approximately 5 weeks.====================== health professional's impression======================it appears that there is an insufficient seal between the connector from the primary IV tubing set and the secondary IV infusion set. We are not yet sure if the leak is related to the primary set, the "clave" valve on the primary set or the luer lock connection of the secondary set.====================== manufacturer response for intravenous infusion tubing: primary IV set convertible pin 100 inch with backcheck valve and 2 clave ports. Secondary IV set, convertible pin 32 inch piggyback with option-lok, lifeshield======================hospira has been working closely with the hospital to determine the cause of the leak. An alternate product has been offered and will be provided until the issue can be resolved. Hospira plans to deploy and engineer and qa manager to the hospital to further investigate.